Event description:
The event is reported, via adverse event report, as: the balloon of the endotracheal tube would not inflate after being inserted. Several endotracheal tubes were used prior to the patient being successfully intubated. No patient injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause. Teleflex will continue to monitor and trend relating complaints.